Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had low audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver was charged and will boot. The receiver log was downloaded and reviewed, finding no errors related to the complaint. Receiver functional tests were performed and passed all relevant tests on functional test station (B)(4). Wiggle testing was performed and passed. Manual "try it" testing was performed and passed. Receiver communication tool testing was performed and an audio tone was heard at normal volume. The receiver case was opened for an interior inspection and passed. Speaker resistance was measured and passed. The reported event of a low audio output was not confirmed. A root cause could not be determined.